Event description:
It was reported that during manual testing some signals were noted on the stored electrograms. Both leads showed a decrease in impedance. Sensing had decreased in the ventricle. Lead damage suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received electrical testing of the lead revealed a short circuit between the pacing and sensing coil. External insulation abrasion was found, exposing the pacing and sensing cables. The abrasion found was consistent with friction to the ICD can. This could account for decreased sensing and low hv impedance measurements.